Manufacturer narrative:
An extensive search of the patients at cardiac surgery, medical (B)(6), was performed using the criteria used in the research article abstract; incidence, clinical relevance and treatment options for outflow graft stenosis after lvad implantation. Upon review of the patients and patient events, it was determined that the events mentioned in the research article have been previously reported under MFR #¿s 2916596-2020-02577, 2916596-2018-05523, 2916596-2019-04619, 2916596-2018-00836, and 2916596-2018-00838.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft stenosis within covered segments of the outflow graft could not be confirmed through this evaluation. In addition, a specific cause for this event could not be conclusively determined. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available and were not requested. Heartmate 3 lvas IFU section 5 entitled ¿surgical procedures¿ contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section also outlines the steps required to attach the outflow graft clip. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event is approximate since the data were collected from march 2006 to october 2019. Describe event or problem: author: k. Dimitrov, et al. Journal of heart and lung transplantation, volume: 39, issue: 4, pages: s148. Doi: 10.1016/j.healun.2020.01.1078. Cardiac surgery, medical university of vienna, vienna, austria. Device was implanted at time of event.

Event description:
It was reported through the research abstract ¿incidence, clinical relevance and treatment options for outflow graft stenosis (ogs) after left ventricular assist device (lvad) implantation¿ identifying that the heartmate 3 is related to outflow graft stenosis and consequently death. A total of 101 hm3 patients were evaluated and ogs was identified in 6.9%. In all cases, the ogs was located within covered segments of the outflow graft (bend relief). One patient died before intervention and two patients (11.8%) died following intervention.